Event description:
The customer stated that she was hospitalized for high blood glucose levels between 450 and 470 mg/dl. The customer stated that she was experiencing high blood glucose levels that night before the event. Troubleshooting was performed and the insulin pump was programmed correctly. Found that customer did get a couple of no deliver alarms. The insulin pump passed the high pressure test. The customer also felt that the event may have been caused by the infusion sets being worn at that time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.